Event description:
It was reported to the MFR that the vns pt is scheduled for generator replacement surgery due to the eri flag which showed 3 months till end of service at interrogation. During surgery, the device was interrogated to obtain settings so that the new generator can be programmed to intended settings and the eri flag was found to show 2.3 years till end of service. Review of mfg records of the device confirmed that the device passed all electrical tests and visual inspections prior to distribution. The explanted generator has been returned to the MFR and product analysis is currently underway. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records of the generator confirmed that the device passed all electrical tests and visual inspections prior to distribution.